Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor power supply cable was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the left monitor failed to display a fluoroscopic image. The issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.